Event description:
It was reported that during set up for a cori assisted ukr surgery, the real intelligence robotic drill tracker was bent on one of the receivers the flat marker goes on. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill tracker, rob10014, lot 20kumc001 intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. One of the four flat marker connectors is bent. The most likely cause of this event is a result of the force required to remove the flat marker from the flat marker connector. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Care and caution should be exercised during surgical assembly and use of the drill tracker array. Refer to the cori surgical system user's manual for proper handling. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.